Event description:
This pt experienced an mi and the restenosis of the three cypher stents in the left main artery and left circumflex artery. This pt was admitted to the hosp with a chief complaint of unstable angina (iib). The pt was currently taking aspirin, tatins, beta blockers,anti anginals, and ace inhibitors. The pt was taken electively to the cardiac cath lab, where angiography revealed a de novo, smooth, angulated (>45 degrees), bifurcating concentric, heavily calcified lesion in the left main artery, extending into the ostium of the lcx. A bolus heparin was administered via IV. Reopro was also admin via IV. It is not known if the lesion was predilated. Three cypher stents were deployed within the lma and into the lcx with satisfactory results. Flow through the stented segment was timi iii.